Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set experienced leakage. The following information was provided by the initial reporter: chemotherapy was running via one lumen, it was noticed that there was a leakage from the non-return valve on the second lumen. This was immediately changed & the spillage was correctly managed. However there was obviously an issue with the other lumen as this had leaked causing the chemotherapy spillage.

Manufacturer narrative:
H.6. Investigation: a 20019e7d product was not available for investigation; and the lot number of the affected product is unknown. Feedback provided by the customer indicates that the leakage occurred from one of the smartsites, causing chemotherapy spillage. No further information was available to assist the investigation in this instance. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7d product in the past 12 months.

Event description:
It was reported that the bd alaris smartsite extension set experienced leakage. The following information was provided by the initial reporter: chemotherapy was running via one lumen, it was noticed that there was a leakage from the non-return valve on the second lumen. This was immediately changed & the spillage was correctly managed. However there was obviously an issue with the other lumen as this had leaked causing the chemotherapy spillage.